Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p- cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked belt clip rails, battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case and cracked reservoir tube lip. Cosmetic damage was confirmed at cracked belt clip rails. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump damage and difference between sensor glucose and blood glucose. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a. Troubleshooting was performed and found damage to the belt clip rail. No harm requiring medical intervention was reported. Mmt-7040a will not be returned for analysis. Mmt-1884l was returned for analysis.